Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps: if a scope image is present while error appears on monitor, select the esc key on the evis exera iii video system center keyboard to clear the error and proceed. In the future not to hot swap scopes, power down to remove and install scopes in light source. Also, error must be cleared before trying an additional scope or it will appear that the additional scope has same error. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope. And to: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Verify/reset digtal light source cable and light source cable (brightness, white balance & nbi) on rear of processor) communication cables on the rear of the evis exera iii xenon light source. Verify the endoscope connector on light source is clean and free of debris. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited e315. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.